Event description:
A radiologist reported that when she opened an exam for review in the dictate of the exam note was not for the pt exam she had opened. The exam note was from a pt that she had in her open exam list but was not currently being viewed. It was reported that this issue occurs intermittently. No adverse events were reported to be associated with these incidents.

Manufacturer narrative:
A follow up MDR will be submitted when the investigation is complete.